Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following insertion, a kink was noted in the cannula after turning around the aortic arch and into the descending aorta. The device was unable to flow more than 0.9 liters per minute. The device could not be repositioned without exiting the left ventricle. Therefore, the impella was removed and replaced. A new impella cp was successfully implanted. The patient was noted to be stable post procedure.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Product damage (cannula kink): clinical reported patient had small aortic arch and small lv and that kink in the cannula occurred after making the turn around the arch into the descending. The root cause of the product damage (cannula kink) was most likely patient condition related as evidenced by clinical details of small patient anatomy. Low pump flow: clinical reported patient had small aortic arch and small lv and that kink in the cannula occurred after making the turn around the arch into the descending. Upon activation, there was low pump flow. The logs do not show any motor current spikes. The root cause of the low pump flow was most likely due to a cannula kink as evidenced by clinical details of small patient anatomy causing cannula kink and low flow upon activation.